Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) xiphoid pocket has not fully healed after several months however, there was no signs of infection. Attempts to promote healing have been unsuccessful. The physician plans to remove the electrode and s-ICD system and will determine the appropriate type of ICD for implantation. No adverse events other than the non-healing have been reported. The electrode remains in service. No adverse patient effects were reported. Additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to the patient experiencing a superficial infection at the site of the device, making it impossible to heal. No additional adverse patient effects were reported.